Manufacturer narrative:
Hospital's reporter: nurse (hospital does not provide personnel names). Device received at international service center: (B)(6) 2016.

Event description:
The international customer reported that while the v60 ventilator was being used on a patient, a vent inop data acquisition pcba adc (printed circuit board assembly/ analog digital converter) reference failed alarm occurred, and airflow stopped. Unit was being used on a patient at the time the reported issue occurred. There was no adverse patient effect.